Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic after receiving a vibratory alert, intermittent undersensing and inappropriate mode switching was observed. Programming changes were made. The device remains implanted. The patient was stable.